Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -17.5/+1.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault and lens rotation. The cause of the event is reported as zonular dehiscience. After explant, the "eye is normal." Additionally, it's reported that "toric icl was decentered due to zonular dehiscience. Removed de-centered lens and left the patient without doing any further procedure."